Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced respiratory arrest during a permanent implant procedure. As a result the procedure was abandoned. No abbott products were implanted or opened. Reportedly the patient was administered antibiotics. The patient was stable. Device information is unknown at this time.